Event description:
Additional information restated the patient¿s full system was removed and that the patient had an infection. It was reported the patient was ¿recovering well¿ at the time of follow-up. It was noted the patient was ¿just waiting for identification clearance for re-implant.¿ it was also noted that there were no further interventions planned or taken at the time of follow-up.

Manufacturer narrative:
Product ID 3389s-40 lot# v893288, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389s-40 lot# v893288, implanted: 2012 (B)(6); product type lead product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on 2013 (B)(6), the patient had a swollen pocket due to the grandson allegedly ¿jumping on¿ or coming into abrupt contact with the implantable pulse generator (ipg). A small scab with no drainage was noticed and a pocket revision was scheduled for the day of the report, but they ended up realizing that it was indeed infected at the device pocket and at the lead extension connection location. The infection was diagnosed on the day of the report and an explant and hospitalization was required as a result. After initially preparing for the pocket exploration, the health care professional just happened to look at the lead/extension connection and realized it was externalized. There was no open wound however, and whatever opening existed had healed. After opening both the chest pocket and lead/extension area, pus was present. The reporter noted, the device was externalized probably due to a wound erosion, but was not sure. Each part was explanted and both the lead and extension were cut to facilitate removal. Symptoms or complications associated with the event included drainage/incisional wound opening and erosion. A culture was taken from the device pocket. It was noted that antibiotic treatment was necessary. The reporter noted that the patient woke up from the surgery and was spending the night. Additional information has been requested but was not available as of the date of this report

Manufacturer narrative:
(B)(4).